Manufacturer narrative:
Concomitant medical devices: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015. Product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a clinical study (hcp) regarding the delivery of gablofen (baclofen: 3000.0mcg/ml, 844.1mcg/day, basal rate 38.9mcg/hr) in an implantable infusion pump for intractable spasticity and cerebral palsy. The patient experienced intermittent baclofen withdrawal; agitation, clonus, increased drooling, decreased trunk control, increased temperature, and prominent veins during episodes. It was thought there was a possible catheter occlusion on (B)(6) 2014. A (B)(4) study was performed on (B)(6) 2015 and the system was found to be in tact with normal dye distribution. Furthermore, x-rays were performed on (B)(6) 2015. The catheter was subsequently replaced on (B)(6) 2015. No specific issues were found with the catheter; cerebrospinal fluid (csf) was easily aspirated during surgery. The catheter was replaced despite finding no cause for the symptoms. The issue resolved without sequela on (B)(6) 2015.